Event description:
(B)(4) study. It was reported that post stenting procedure, patient experienced unstable angina. In (B)(6) 2010, the patient presented at the time of the index procedure with unstable angina. One lesion was identified as being a 70% stenosed, 35 mm long denovo target lesion located in the proximal left anterior descending artery with a reference vessel diameter of 3.5 mm. It was treated with predilatation and placement of a 3.50 x 38 mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged, the following day, on aspirin and prasugrel. In (B)(6) 2011, the patient returned with unstable angina and discharged two days later.

Manufacturer narrative:
Device is a combination product. (B)(4). As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that at the time of the index procedure, the patient presented with chest pain radiating to the left shoulder, arm, and jaw, and associated with diaphoresis and shortness of breath. The stent was post dilated. In (B)(6) 2011, the subject developed chest pain which was atypical in nature and hospitalized the same day. Six days later, the subject presented to the emergency department with complaints of exertional chest discomfort in the precordial region, radiating to the back and shoulder and neck. In addition, the subject had associated complaints of fatigue, lack of energy and bilateral leg pain. The subject was hospitalized on the same day and cardiac catheterization was recommended. At the time of the event, the subject was taking low dose aspirin and clopidogrel. The study drug was discontinued (B)(6) 2010. The 95% stenosis in 1st diagonal was treated with balloon angioplasty followed by attempts to deploy a various of non-bsc stents which were unsuccessful due to extreme tortuosity. The procedure was terminated, resulting in a suboptimal 60% residual stenosis within the ballooned segment. In addition, the 90% stenosis in 1st obtuse marginal was treated with balloon angioplasty and placement of a 2.25 x 15 mm non-bsc stent, with 0% residual stenosis. The following day, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2011, the subject presented to the emergency room with complaints of chest pain and hospitalized the same day. Admission ECG revealed st elevation anteriorly with depression inferiorly. Q waves were noted septally. Cardiac enzymes were noted to be elevated, consistent with the protocol definition of mi. The subject was diagnosed with myocardial infarction and cardiac catheterization was recommended. The subject was noted to have several runs of non-sustained ventricular tachycardia for which the subject was treated medically with amiodarone. At the time of the event, the subject was taking low dose aspirin and clopidogrel. Six days later, the subject presented with complaints of recurrent chest pain and was hospitalized. No intervention was performed and the subject was discharged the following day on aspirin and other anti-platelet medication (brilinta). Also noted was the total occlusion and in-stent restenosis of the study stent implanted in the proximal left anterior descending artery. The restenosis was treated with aspiration thrombectomy, which resulted in a moderate thrombus load. This was followed by balloon angioplasty, resulting in improvement of timi flow to 3. The subject was also administered glycoprotein 2b/ 3a inhibitors during the procedure. Residual stenosis was 30%. The subject was advised to discontinue clopidogrel due to the thrombus formation, so the subject was started on other anti-platelet medication (brilinta). Three days later, the mi and ventricular tachycardia were considered resolved without residual effects and the subject was discharged on the same day on aspirin and brilinta.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post coronary stenting treatment procedure, surgery occurred. In (B)(6) 2011, coronary artery bypass graft (CABG) surgery, x 2 vessels, was performed with left internal mammary artery to left anterior descending artery and 1st obtuse marginal. Two days later, the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.